Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 5mg/ml concentration at 0.25 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that patient believed her pump was malfunctioning and was at the hospital. The patient was experiencing increased pain and withdrawal symptoms of body aches and chills that began on the day prior to this report date. No audible pump alarms had been heard. The patient spent an extended period of time at high altitudes the day prior to this report date and specifically visited pike's peak. Pump was interrogated and all logs were within normal limits and no motor stall was reported. Patient withdrawal symptoms were dissipating when seen. Likely this was related to her time in higher altitudes. No surgical intervention was planned. At the time of this report, the issue was resolved and the patient status was alive-no injury. No further complications reported.